Event description:
The following has been reported by customer: the on/off key is not working. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.